Event description:
Litigation papers allege pain and tenderness with and without activity in the right hip region. If is further alleged the patient was injured by excessive levels of chromium and cobalt.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 7/24/2014 - additional litigation received. Litigation alleges grinding, metal flakes in and around the socket, fluid, swelling and limited range of motion. There is no new additional information that would affect the investigation. This complaint was updated on: 08/11/14.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.